Event description:
It was reported from (B)(6) that during installation, it was discovered that the when the power was connected, the indicator was not lit and the console device did not work. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was broken. Therefore, the reported condition was confirmed. It was further determined that the device had no function and had a loose cable. It was determined that the device was damaged by dropping. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.